Event description:
After a cardiac cath lab procedure was done, the technician began to disconnect the acist (injector) device tubing and felt a shock that radiated up his right arm and across his shoulders and down to his chest. He felt a tingling sensation for about 5 minutes afterwards.